Event description:
During an electrophysiology procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. The viewflex xtra ice catheter was inserted via femoral venous access and after several attempts to advance the catheter through tortuous venous anatomy into the inferior vena cava, a kink was noted on the distal portion of the catheter via fluoroscopy. The catheter was removed and inspected, revealing the transducer tip had fractured. The procedure was completed with a non-sjm catheter. There were no adverse consequences to the patient.